Event description:
It was reported the patient's blood glucose rose between 350 and 400 mg/dl. The basal entries reportedly changed without being programmed by the user. Bolus was not successfully delivered as programmed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the basal program issue or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
In case description, the user mentioned that the basal program was being set but did not believe that the system was delivering the correct basal rate and that boluses they programmed were not actually being delivered. Inspection of the insulin delivery history of the returned pdm showed that a basal program was set on the date of occurrence and that several boluses were programmed by the user. Inspection of the ibf and android log files downloaded from the returned device confirmed that the basal program set by the user was running as intended and that each bolus programmed by the user was delivered. The pdm was paired with an unused pod, delivered a 5u bolus at a range of 5ft., and deactivated the pod with no issues. Testing with the bolus calculator found the bolus calculator to suggest correct boluses based on carb and bg entries as well as manually insulin entries. The pod was observed to deliver each bolus with no issues. The device was found to function as intended during the investigation.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to 7563 correction to d(4): serial number changed from unavailable to 030300-08016